Event description:
(B)(4) study. It was reported that myocardial infarction and chest pain occured. In (B)(6) 2013, the subject was referred for elective cardiac catheterization. The index procedure was performed. Target lesion #1 was located in the proximal portion of ramus intermedius segment with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of 3.0 x12 mm study stent with 0% residual stenosis. Post deployment, the subject experienced chest pain which was noted to be 4 out of 10. The chest pain was treated with midazolam, fentanyl citrate and nitroglycerin. Target lesion #2 was located in the mid portion of ramus with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of 2.5 x 28 mm study stent. Following post-dilatation the residual stenosis was 0%. Target lesion #3 was located at second obtuse marginal branch with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The lesion was attempted to be treated with a 3.00 x 38 mm study stent. However the stent was not deployed as it could not cross the lesion and was then discarded. Another 3.00 x 38 mm study stent was opened for the treatment of the target lesion#3. However, it was not deployed due to contamination in the lab. The stent fell on the lab floor and was handled with non sterile hands. This device was inadvertently discarded and the target lesion #3 was treated with placement of a 2.75 x 38 mm non-study stent with 0% residual stenosis. Post index procedure, the subject developed myocardial infarction. Cardiac enzymes were noted to be elevated meeting protocol definition of mi (peak ck-mb : 74.4 ng/ml, uln: 3.6 ng/ml). The event caused prolongation of hospitalization. One day post procedure subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
This event is a duplicate of the event reported in MDR#2134265-2013-04703.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).